Event description:
Customer's mother reported via phone call that customer was hospitalized on unknown date due to high blood glucose level. The blood glucose level of customer was unknown. Insulin pump had broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.